Manufacturer narrative:
The t:slim user guide states: "replace the cartridge every 48 hours if using humalog". The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 309 (mg/dl) and administered an injection to stabilize bg level. During troubleshooting with tandem technical support, pump appeared to be functioning as expected. Customer reported that they use humalog and cartridge is typically changed every 4 days; however current cartridge was changed 1 day ago. Customer was reminded that humalog is indicated for 48 hours with tandem products.